Event description:
The patient reported severe reactions to their implanted devices and stated an onset of lower extremity edema. Due to the increased edema, the patient reportedly experienced pocket erosion and scabbing over the receiver sites. The patient was seen by their primary care physician and antibiotics were prescribed. The implanting clinician was notified, the patient will be scheduled for a wound check, and the patient will be evaluated for a possible revision or explant procedure. On (B)(6) 2025, the patient attended their wound care appointment and was advised to go to the emergency department for removal of both devices and IV antibiotics. On (B)(6) 2025, wound debridement was performed and an explant procedure was successfully performed. No further information is available at this time.

Manufacturer narrative:
The waa heat related failure questionnaire was reviewed. Based on this review, the incorrect questionnaire was completed. Potential causes of the reported issue include patient non-compliance (touching or picking at the wound), implanting a non-sterile device, not irrigating the incision site with an antibiotic solution before closure, not using antibiotics pre-operatively, using inappropriate tolls, multiple tunneling attempts, implanting an expired product, and contraindicating conditions. The commercial team member noted the patient has a history of congestive heart failure. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, mental capacity as the patient has a history of congestive heart failure (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in waa heat related failure. Waa heat related failure rates remain acceptably low; thus, a CAPA is not required at this time. Waa heat related failure rates will continue to be tracked and trended.